Event description:
The ge oec 9800 fluoroscopy system was reported to have locked-up during a procedure. A reboot restored functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was related to the fluor functions board and generator interface pcb. Both pcbs were replaced to restore proper function. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.